Event description:
Customer reports a fiber leak on reuse number 5 upon initiation of treatment noted by visible blood in the dialysate line and confirmed with hemastix. Estimated blood loss was 50cc. Treatment continued with new disposables without incident. No pt injury or medical intervention reported.